Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 45 mg/dl multiple times. Reportedly, customer suspected pump settings were incorrect. Customer ate food to treat bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.